Event description:
Customer reported one discrepant sar-cov-2 tma sample run on panther instrument sn: (B)(4). The sample was positive twice on the panther, but a second aliquot from the primary tube was run on a non-hologic platform and resulted negative three times. Customer did not upload logs or worklists containing the sample ID in question for review. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Customer did not send logs for review. Customer understood hologic technical support (ts) could not comment on the sensitivity or reproducibility of the second platform. Hologic field applications specialist (fas) discussed potential cross contamination or low-target samples with the customer and re-trained them on clean workflow. Customer did not report any further issue. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua (B)(4)), and aptima sars-cov-2/flu (eua (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.